Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with edema of the left arm. A tetracycline antibiotic was prescribed. The edema persisted through multiple follow-up checks. Eventually, it was concluded that the transvenous leads caused slow venous flow or cephalic vein occlusion ¿ described as ¿venous compromise¿ ¿ in turn causing the edema. No intervention for the system was recommended, however compression stockings and arm elevation at rest were advised. The leads remain in use. The patient is a participant in the (B)(4) trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that approximately four months later, a routine device check indicated potential loss of capture by the lead pacing the his bundle. The his bundle lead was removed and replaced with a left ventricular lead. During the replacement procedure, occlusion of the brachiocephalic vein was discovered by the physician, which was resolved via venoplasty. No further patient complications have been reported as a result of this event. Approximately two weeks later still, it was reported that during a follow-up visit, the patient continued to complaint of left-arm swelling, particularly upon waking up. The system remains in use. No further patient complications have been reported as a result of this event.